Event description:
A malfunction alarm, identified as malf 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur. The customer was able to continue using the pump and was advised to contact technical support if the issue reappeared.